Event description:
It was reported that there was continuous activation even after the button was released.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Even though the continuous activation condition could not be replicated during testing of the returned unit, during the evaluation a unit, malfunction and a possible contributor for the reported failure was confirmed. The returned unit used in surgery was dissected to verify the electrical connections. No manufacturing related defect was found that could lead to the reported failure. No assembly errors were observed. However, an excessive amount of saline water and rust was observed inside the handle, on the pcb board, wires and inside the plastic covers of the power button which caused the signal interruption during the returned unit's evaluation. In order to rule out water ingression due to a manufacturing related defect through the glued parts of the serfas probe, the lumen's joint with the core, the glue joint between the inner lumen and ceramic and the glue joint between the suction tube and the inner lumen were evaluated by pouring saline water through the joints and observing if there was any water ingress into the handle. No water ingression was observed through those points. The only possible ingression point identified is the suction tube's and communication cable¿s outlets, orifices by design located on the bottom of the handle. Saline water residue was observed on the bottom of the handle, all around the base (outlet) of the communication cable and suction tube. The most probable cause for the reported condition is identified as user related. The handle might have been rested and possibly submerged in the pocket drape that holds the fluids (blood and saline water) coming out of the incision. If there is water ingress through the handle's communication and suction tube's outlets, accessing the electrical connections, pc board and button actuators inside the handle, the water presence inside the handle, will provide an energy path in between the electrical connections and even though the buttons might not be pressed at the moment, a continuous activation condition may be observed. Only the ceramic tip is intended to be submerged in liquid. In sum, the unit was returned and the failure mode was confirmed.

Event description:
It was reported that there was continuous activation even after the button was released.